Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed that the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR review identified the following: product code 150680003, work order (B)(4) was manufactured on the 08 july 2020. 20 parts were manufactured per specification and all raw material met specification. There were no non-conformances (nc) found to be associated with work order (B)(4). There were no scrap parts found to be associated with work order (B)(4). There was no reprocessing associated with work order (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon opening implant 1506-80-003 lot number 9557440 the or nurse was unable to open the sterile packaging around the implant. The implant was not able to be removed from packaging without compromising sterility. Another implant was then opened. Surgical delay of 5 minutes, no consequence to patient. Procedure completed successfully.